Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer stated she was going into diabetic ketoacidosis due to a urinary tract infection that she didn't know she had. Customer was sent home and has followed up with an educator already. Customer is still wearing the insulin pump and says the educator told her it may take a few days to get her blood glucose down.